Event description:
On (B)(6) 2025, a 59-year-old male patient underwent had a left forearm av fistula access, with slightly swollen forearm. It was reported that after an intervention was performed and a 10x4 covera was used the patient complaint about more swelling and pain. Reportedly the stent had allegedly kinked and deformed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system or the stent was not returned, the stent remains implanted. Two x-ray images were provided for evaluation showing a stent placed in a curved section of an av graft in the forearm. The stent is significantly kinked and deformed, which is considered to be a consequence of the vessel anatomy of the stent placement site. There were no reported issues during the stent placement procedure. Based on x-ray images provided, deformation of the stent is confirmed. However, a definite root cause for the reported issue could not be determined. Labeling/packaging review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The IFU states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the IFU. Regarding selection of the correct size of the covered stent the IFU states: special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter. B5, g3, h6 (device, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 59 years old male patient had a left forearm av fistula access, with slightly swollen forearm. An intervention was performed and a 10x4 covera was used the patient complaint of more swelling and pain on (B)(6) 2025 . On (B)(6) 2025 the patient came in with clotted access. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.